Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: japan. The investigation is complete. This is an initial final report submission. The device would not power on in high mode but did power on in low mode when connected to the original battery pack. The device powered on in both modes when connected to a lab battery. Visual inspection of the interior of the original battery found the 4th battery from the power cord had corrosion on the tip and the terminal it contacted. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the pulsavac had no spray on hi mode and a weak spray on low mode. There was no harm or delay reported. Diligence is complete. During device evaluation visual inspection of the interior of the original battery found the 4th battery from the power cord had corrosion on the tip and the terminal it contacted. No adverse events were reported as a result of this malfunction.